Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that she had had an amputation in (B)(6) 2014, and had sores at the amputation site. She noted that she had tried to use the insulin pump 3 to 4 times, and she did not feel safe with the insulin pump. She stated that she would set up the insulin pump, and on the second try, the device would say that it gave her insulin, but it did not deliver the insulin. She noted that she is a very brittle diabetic. She had a bone infection and infusion therapy. She declined troubleshooting assistance for the high and low blood glucose levels. She did not trust the insulin pump. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.